Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that during a generator replacement procedure due to normal battery depletion (nbd) the physician experienced difficulty inserting the right ventricular (rv) lead into this new cardiac resynchronization therapy defibrillator (crt-d) header. Mineral oil was used and the rv lead was successfully inserted, however, it was noted the seal ring on the pace/sense terminal pin had tore off. The pace/sense portion of the rv lead was surgically abandoned and a new pace/sense lead was implanted. The crt-d remains in service. No additional adverse patient effects were reported.